Event description:
Lap cholecystectomy - "the clips didn't close properly: they were twisted. Furthermore the shaft was locked and the positioning of the clips was hindered."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for eval. A f/u report will be sent upon completion of investigation. In accordance with 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.